Manufacturer narrative:
Through follow-up it was learned that the zxr00 22.5 diopter intraocular lens (iol) was explanted on (B)(6) 2017 from the patient's right eye. There was no incision enlargement, no vitrectomy and no patient post-op injury reported. The lens was replaced with a pcb00 iol. No further information was provided. If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Lens remains implanted, however the lens is planned for explant. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient, who had a bi-lateral symfony lenses implanted, that she is experiencing several symptoms. Patient vision is out of focus, she sees concentric rings all day, and the lights at night glow. She also sees shimmering images and needle sharp rays of light. Her distance and near visual acuity is poor; for near, her vision sharpens if she uses a pair of +4.0 diopter readers. The physician stated the patient has dry eyes; however, the patient is hesitant on using the bottle of systane on the recently operated eyes because of all the other drops she was already using. The patient also experienced being sea sick and woozy. Through follow-up with the doctor, it was confirmed that the lens is planned to be explanted. This report will capture the lens implanted on the right eye and a separate MDR report will be filed for the left eye.